Event description:
A patient prescription form was submitted for a patient's right proximal tibia and distal femur. Diagnosis " prosthesis loosening". Notes indicate "standard prosthesis and 15 x 36 x 44 integral shaft in situ.

Manufacturer narrative:
Corrected data : d5 corrected from lay user/patient to healthcare provided. H3 device remains implanted to device not returned. Additional manufacturer narrative: reported event: an event regarding loosening involving a mets distal femur, prosthesis was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a distal femoral and proximal tibia replacements. The date of insertion was not provided. The surgeon now reported that the prosthesis has loosened. The imaging provided showed clear radiolucent lines around the femoral and tibial stem, between the cement mantle and the cortical bone, together with multiple osteolytic legions and bone resorptions. Therefore, this radiographic assessment has confirmed the reason for revision. Product history review: review of the product history records indicate enter 15 devices were manufactured and accepted into final stock on 13nov2015 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding loosening involving collars in mets components lot b14590 there have been no other events for the lot referenced. Conclusions: an event regarding loosening involving a mets distal femur, prosthesis was reported. The event was confirmed by medical review. A patient specific internal shaft and stem has been requested (pin 22078) due to loosening of the prosthesis. The revision surgery took place on (B)(6) 2019, with no reported discrepancies. The exact cause of the event could not be determined because return of the device as well as further information such as the primary operative report, full patient history, and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. H3 other text : device not returned.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets distal femur, prosthesis was reported. The event was confirmed by medical review. Method and results: visual inspection: the femoral knee, integral shaft & stem, axle, and bushing were all returned. The tibial rotating hinge was not. On return the femoral knee component was still assembled to the integral shaft and stem. Visibly, the two components look intact with minimal signs of wear. At the base of integral shaft and stem, we can see visible dark lines, however, the stem itself looks to be in good condition. The stem ha collar also looks to be in good condition, but there is tissue debris surrounding the collar. The axle returned also showed no real wear and appeared intact, the bushing appeared the same, but with debris of tissue visible on the brim of the bushing. Dimensional inspection: could not be performed as the device was returned worn. Functional inspection: not performed as not relevant for the failure mode reported. Material analysis: could not be performed as the device was returned worn. Clinician review: the implant in situ was for a distal femoral and proximal tibia replacements. The date of insertion was not provided. The surgeon now reported that the prosthesis has loosened. The imaging provided showed clear radiolucent lines around the femoral and tibial stem, between the cement mantle and the cortical bone, together with multiple osteolytic legions and bone resorptions. Therefore, this radiographic assessment has confirmed the reason for revision. Product history review: review of the product history records indicate enter (B)(4) were manufactured and accepted into final stock on 13nov2015 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding loosening involving collar in mets component. Lot b14590. There have been no other events for the lot referenced. Conclusions: a patient specific internal shaft and stem has been requested (pin 22078) due to loosening of the prosthesis. The revision surgery took place on (B)(6) 2019, with no reported discrepancies. The exact cause of the event could not be determined because further information such as the primary operative report, full patient history, and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
A patient prescription form was submitted for a patient's right proximal tibia and distal femur. Diagnosis " prosthesis loosening". Notes indicate "standard prosthesis and 15 x 36 x 44 integral shaft in situ.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device remains implanted.

Event description:
A patient prescription form was submitted for a patient's right proximal tibia and distal femur. Diagnosis " prosthesis loosening". Notes indicate "standard prosthesis and 15 x 36 x 44 integral shaft in situ.